Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked reservoir tube lip, cracked reservoir tube window, cracked display window corner, scratched lcd window and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose for several days. The customer's mother reported that the insulin pump had cracks. The customer's mother reported that the insulin pump was dropped. The customer's blood glucose was low at the time of incident. The customer's blood glucose was 59 mg/dl at the time of call. The customer's mother stated that the low blood glucose was treated with food and glucose tablets. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.